Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service is anticipated in connection with this event. A supplemental report will be submitted when additional information is made available. (B)(6).

Event description:
It was reported that during transport of a patient the batteries of the cardiosave intra-aortic balloon pump (iabp) unexpectedly shut down. No patient harm or adverse event was reported.

Event description:
It was reported that during transport of a patient, the batteries of the cardiosave intra-aortic balloon pump (iabp) unexpectedly shut down. No patient harm or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. Upon arrival, the iabp unit was plugged into an a/c outlet and charging. The staff reported to the fse that the unit powered down during transport and would not power back on despite multiple attempts. The staff was unsure whether or not the two batteries were being used or if one battery and the transport power supply were in use. Upon evaluation, the iabp unit was plugged into a/c power and had one battery and the transport power supply in it. Two additional batteries were available. In addition, the fse noticed that the last preventative maintenance (pm) service of the iabp unit was completed on september 7, 2017. The fse powered the unit on (battery power), connected known system trainer, and known iabp balloon. An autofill was initiated and the unit began functioning correctly. After approximately 15 minutes of pumping on battery power, the unit immediately shutdown and would not power back up. The fse installed another a 2nd battery and the iabp still would not power up. He then installed the 3rd battery on hand and the unit powered on. The fse pressed the start button and the unit functioned correctly and passed the battery run time test. The cardiosave iabp pm services were completed. The fse replaced the batteries due to expiration; tidal volume disk, safety disk and critical alarm battery as part of the pm. The full pm, calibration, safety, and functionality checks were completed per the service manual and passed to factory specifications. The unit was returned for clinical service upon completion.